Event description:
It was reported that during a cystectomy procedure, when went to fire, the firing trigger broke off handle. They heard a loud noise. They got another one and the staple jammed on the third firing. They pulled a third one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Instrument a: damaged firing trigger; instrument b: damaged firing mechanism. Evaluation summary: the analysis showed that the atw45 device a was received with the firing trigger handle broken and missing and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and no anomalies were found. No functional test could be performed due to the condition of the device. The analysis showed that the tsw45 device b was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.